Event description:
The t: slim x2 pump's battery would not charge, as reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer attempted multiple troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. Although the pump was out of warranty, technical support agreed to replace it, and the customer planned to contact their healthcare provider regarding an alternative insulin delivery method.